Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - tibia subsided. Replaced with new tibia stem and augment. F/45.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00494; 353-01-108, s800 - revision surgery, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.